Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the liquid crystal display (lcd) touchscreen assembly of the programmer. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported by the healthcare professional (hcp) that this integrated programmer initial screen froze, and the touch screen became unresponsive during interrogation. Technical services (ts) advised to reboot and continue to use the programmer if the anomaly does not persist. The local field representative should be contacted to replace the programmer if the anomaly recurs. This programmer remains in service. No adverse patient effects were reported.